Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
As reported: "left hip. Recurrence of dislocation. Revised all components. Screws were re-implanted in new cup. No other information available due to hospital policy." A size 3 insignia high offset stem, 36 +2.5 ceramic head, 36d 0° liner, 50d clusterhole shell and screws were removed. A size 4 insignia high offset stem, 28 -4 ceramic head, adm/ mdm poly insert, mdm metal liner, and 52e clusterhole shell were implanted, and previously removed screws were re-implanted.